Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient disconnected and did not place a cap on the patient line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
During troubleshooting for a check lines and bags alarm, which occurred on the homechoice (hc during the prime. The home patient (hp) stated they had disconnected from the set before the technical service representative (tsr) explained that the minicap needed to be placed on his catheter line and flexi cap on the end of patient line so that they could prime the hc properly. The hp stated that they did not have the flexi cap still and it was in the trash. The tsr explained that at that point the hp had compromised the set-up and the hp could not reuse the flexi cap. The tsr offered to end the therapy and hp hung up the phone. Prior to the hang up, the tsr had advised the hp to contact their peritoneal dialysis (pd) registered nurse (rn) regarding missed therapy. The tsr advised the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. The hp stated they have continued therapy with no injury of medical intervention as a result of this incident.